Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.